Event description:
It was reported that the first fiber was forward firing @ 40,125 joules. The second fiber was reported to have a fiber tip detach @ 13,371 joules and the third fiber was forward firing @ 14,245 joules. The procedure was completed with a fourth fiber @ 55,258 joules.patient outcome ¿ok¿. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "cap detached" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).